Manufacturer narrative:
Additional product code: hrs. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a contact dermatitis due to an allergic reaction. Initially, the patient was implanted with a variable angle (va) locking compression plate (lcp) distal radius system on an unknown date. The patient is now taking steroids for contact dermatitis and does not require revision surgery. This complaint involves five (5) devices. This is 4 of 5 for report (B)(4).